Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were they ever able to get device opened (as says device won't open in event description)? If so, how was device opened? Was there any injury to patient? No further information is available outside of what was provided in the initial complaint.

Event description:
It was reported that during an unknown procedure, the device is defective, handle sticks (won't open). This is the only information available. There were no patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 was received in good condition. In an attempt to replicate the reported incident, the instrument was cycled and one malformed clip was formed due to an anti-backup failure. In the next actuations, seventeen conforming clips were fed and formed and then, the lockout mechanism activated as intended. During the analysis, the handles of the device opened without difficulties. The device was disassembled in order to evaluate the condition of the internal components and upon disassembling, the anti-backup lever was noted to be damaged; this condition caused the anti-backup failure. No conclusion could be reached to what may have caused the reported incident.